Manufacturer narrative:
(B)(4). Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 71 and 69 mg/dl fasting and 79, 82 and 84 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 90 - 102 mg/dl. The customer's expected non-fasting blood glucose test result range is 145 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date at time of call is one week. Test strips are not part of recall. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with low results. Customer changed her eating habits. She eats more protein and water, customer also exercise on and off. Customer is concerned with all results being lower than expected.